Event description:
The fe reported intermittent generator errors. The system shuts down when this occurs. A re-boot restored functionality. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack, snubber board, generator drive board, and the x-ray tube were replaced during service call. The system was tested, found to be working as intended and put back into service.